Event description:
The info received from the field indicated that the pt experienced a thrombosis from the inferior vena cava filter to the popliteal area. There is no more info available at this time. Please note that multiple attempts at acquiring additional info have been made and have been unsuccessful.